Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the buttons of the insulin pump. Customer states that they had to reset an alarm. Customer also mentioned that the insulin pump might have been exposed to exposure. The blood glucose reading is 6.6 mmol/l. Nothing further reported.